Event description:
The account reported that during a polyp removal in the colon, the wall was perforated. The electrosurgical generator (esu) was set in endocut mode, effect 2 at 200 watts and forced coagulation at 25 watts. Upon activation in endocut, a spark or "flash of light" was observed. Then sometime later, a bowel perforation was found (note: there were two damaged areas; one at the point where the flash occurred and the other on the opposite side of the colon wall. However, there was only one perforation spot.). Surgery was required to repair the bowel and the patient is now recovering.